Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on another manufacturer's right ventricular (rv) lead. The noise was creating non-sustained episodes in the logbook that exhibited pacing inhibition with less than one second of asystole to the patient. The patient underwent a lead revision procedure where the rv lead was removed from service. An old pace/sense lead that was in the patient was uncapped and attached to the device. Some time later, during a routine scheduled follow up, the second rv lead displayed noise. Again, the noise was oversensed causing inappropriately stored episodes and pacing inhibition with more than two seconds of asystole for the patient. The patient was seen for a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported. The device remains in service.